Event description:
As it was reported by the (B)(4) study registry, a patient was reported dead three month post study procedure. At the time of the procedure, the patient was treated with a precise stent and an angioguard device on a left common carotid artery with mild calcification and tortuosity, and a 90% of artery stenosis. At the time of the procedure the patient did not presented any adverse events.

Manufacturer narrative:
New information: we were informed ((B)(6) 2012) by the patient's physician that the cause of death was the patient's severe pulmonary disease (severe copd). There is no relationship between the severe pulmonary disease (severe copd) and the precise stent that was implanted in the patient's left common carotid artery. Therefore, based on the information contained in the file and the physician statement that the event is unrelated to the device, this file will be processed as a non-complaint.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.